Manufacturer narrative:
Additional serial numbers included in this report: (B)(6). 8 of 9 devices were returned for evaluation. 1 device will not be returned for evaluation. Evaluation of two devices found it to be within specification. Evaluation of two devices found excessive wear due to a lack of proper maintenance. A friction problem was identified from pressure on the cap. The devices did not heat up during evaluation. The devices were repaired and returned to the customer. Evaluation of two devices found excessive wear due to a lack of proper maintenance and lubrication. A friction problem was identified from pressure on the cap. The devices did not heat up during evaluation. The devices were repaired and returned to the customer. Evaluation of one device found excessive wear due to a lack of proper maintenance. The device had debris build-up. The device did not heat up during evaluation. The device was repaired and returned to the customer. Evaluation of one device found excessive wear due to a lack of proper maintenance. The device had debris build-up. A friction problem was identified from pressure on the cap. The device did heat up during evaluation. The device was repaired and returned to the customer.

Event description:
This report summarizes 9 malfunction events where a midwest e mini 1:5 high speed contra angle attachment overheated. 6 events resulted in no injury. 3 events resulted in the patient being slightly burned with no intervention.